Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was observed in the catheter while using the bd nexiva¿ closed IV catheter system. This event occurred 2 times. The following information was provided by the initial reporter: the nurse pulled out the catheter and observes a hole.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-jun-2022 h6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received one used 20gx1.25in nexiva device and one unopened device from the same lot number 1243131. Gross visual inspection of the samples showed that the unopened unit had no physical defect. The disassembled device had needle skiving through the middle of the catheter tubing wall. Media can be observed at the spear through site indicating that the device has been handled and venipuncture was performed. This defect could have originated as part of the manufacturing process however, if the defect originated during manufacturing, the end user would receive the device with the needle piercing through the catheter which would cause the venipuncture extremely difficult and painful. As the device has been removed from the package and handled, it is likely that the defect originated in the user environment. During use, a needle spear through may occur during tip adhesion break or during venipuncture if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a hole was observed in the catheter while using the bd nexiva¿ closed IV catheter system. This event occurred 2 times. The following information was provided by the initial reporter: the nurse pulled out the catheter and observes a hole.